Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the lead was returned with severe explant damage including an extrinsic outer insulation breach/cut and extrinsic rv conductor fracture/cut.

Event description:
It was reported that during a device replacement procedure the physician noticed a wire breaching from the right ventricular (rv) lead body. All measurements prior to the operation "were in range." The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).